Manufacturer narrative:
The assignable cause for the higher than expected vitros ft4 result and lower than expected vitros tsh result could not be determined with the information provided. The customer did not provide any qc fluid information, so it was not possible to make an appropriate assessment of the vitros reagent performance at the time of the event for either assay. Additionally, precision testing of the vitros system was not performed, therefore it cannot be confirmed that the instrument was operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the events. In addition, it was not possible to establish if either customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Furthermore, the sample was reported to be visibly icteric and the sample may have interfered with the vitros assays. No sample remained for investigative testing at the time the issue was reported.

Event description:
A customer reported a higher than expected vitros ft4 result and a lower than expected vitros tsh result obtained from a single patient sample (patient 1) when tested on a vitros eci immunodiagnostic system. Patient sample 1 vitros ft4 result of 66 pmol/l versus the expected result of 8.0 pmol/l. Patient sample 1 vitros tsh result of 0.153 miu/l versus the expected result of 0.4407 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros ft4 result was not reported to a physician and no action was taken based on the result. It was not known if the vitros tsh result was reported from the laboratory. However, ortho has not been made aware of any allegation of patient harm for the patient as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).